Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported, after applanation and suction the cuts were pre-positioned prior to laser assisted cataract surgery of the left eye. The surgeon brought the primary and secondary incisions in and performed the circle scan. Mucous was noted on the cornea causing a shadow on the scan; the capsulotomy energy was increased. Once the laser started firing the capsulorhexis did not show in the lens. The lens chop appeared normal; the primary and secondary incisions were fired in the cornea briefly and both were very anterior and within the capsulorhexis. Under the microscope the surgeon used blades to manually make the primary and secondary incisions in the correct positions. The capsulorhexis was noted to be less than 25 percent complete and was completed manually. Following hydro-dissection it was noted that there was a tear in the anterior capsule in alignment with the temporal lens chop. The surgeon was unsure when this tear occurred. The cataract was extracted and the planned intraocular lens was implanted without vitreous presenting. Acetylcholine chloride was used intraocular to shrink the pupil. The patient was seen postoperatively and is currently using topical antibiotics and steroid drops; the patient will be seen at one month post surgery.

Manufacturer narrative:
A company representative assessed the system due to the reported event and was unable to find any issues with the system. The system met company specifications. There are many potential clinical factors that could have contributed to the reported event; however, without additional, related information provided, the customer reported event was not able to be confirmed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).